Event description:
It was reported that when a patient presented for routine follow-up in clinic, episodes of atrial noise was observed. Noise was reproducible with isometric maneuvers. The physician suspected myopotential oversensing. Programming change was made. The patient was stable.